Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a defective display. This condition was found in the biomedical service department upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a defective display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective main display. The main display was replaced to correct this condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.